Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the imaging system was not starting anymore due to battery failure. Troubleshooting performed showed two weak cells at tray 5. Tray 5 replaced. System functions checked. The batteries have not been received by the manufacturer for evaluation. An electrical failure mode was confirmed, with the batteries in tray 5 being the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system displayed a 'individual battery failure' error message. It was reported that the messaged was displayed on the mobile view station (mvs) screen when the system was first booted up, but then disappeared for the rest of the procedure. At the conclusion of the procedure, a successful confirmation spin was taken, although the error message 'battery level critical' was displayed. Only the left battery icon was displayed on the system, and it was red. The procedure was completed successfully with the imaging system after no delay. The patient was not impacted.

Manufacturer narrative:
Investigation of returned suspect batteries confirmed the reported issue was related to an electrical failure. Pass visual inspection, normal scuffs from normal use. There is no expansion, leaking, fusing or corrosion. Bench testing was performed at normal room temperature. Failed bench testing, two out of the four batteries in tray 5 are low. Voltages, bat-1 (13.11vdc), bat-2 (13.07vdc,) bat-3 (5.55vdc), bat-4 (5.24vdc.)